Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of occlusion alarm on (B)(6) 2024. Patient reported that the occlusion was in the tubing. Blood glucose level was 378 mg/dl at the time of the event. Therefore, patient took bolus for the treatment. No further information was available.

Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (3003442380-2024-21775), was submitted on 08-nov-2024. However, based on the description of the event, it was found that the alarm occurred during the priming (fill tubing step). Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. Additional information - this MDR is being submitted to include the below: b5: describe event or problem. H6:health effect - clinical code (e). Health effect - impact code (f). Medical device problem code (a). Component code (g).

Event description:
It was reported that the faced alarm occurred during the priming (fill tubing step) event on 19-july-2024.